Event description:
It was reported the programmer displayed an error message when interrogating a patient's device during a device check. The programmer was shut down, and another programmer was used successfully. There were no patient complications. Later that day, an attempt was made to update the programmer software, but the programmer would not accept the update, so it was returned for repair.

Event description:
It was reported the programmer displayed an error message when interrogating a patient's device during a device check. The programmer was shut down, and another programmer was used successfully. There were no patient complications. Later that day, an attempt was made to update the programmer software, but the programmer would not accept the update, so it was returned for repair. The programmer rf (radiofrequency) head was returned with the programmer and tested out of specification during manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis confirmed the customer comment, an error was displayed. It was also noted that the power supply and analyzer bay were corroded, the lower case had corrosion, and the media bay door and the power cord door were broken. (B)(4) - analysis found that the programmer rf (radiofrequency) head cable was out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment, an error was displayed. It was also noted that the power supply and analyzer bay were corroded, the lower case had corrosion, the media bay door was broken, and the power cord door was broken. (B)(4): analysis found that the cable was out of specification, electrically.